Manufacturer narrative:
Investigation summary examination of the returned device confirms the reported event. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address suspected loose femoral stem. Loosening occurred from bone to implant interface. It was stated that the stem was not groosely loose, but was moving slightly. Revised to a summit stem. No further information available.